Event description:
The customer's mother reported via phone call that the customer had a blood glucose of 31 mg/dl and was found unconscious. Customer treated with honey. Customer's blood glucose the night before was around 200 mg/dl. Caller stated that the customer went to bed late the night before because, he went dancing at a party. Customer had another low blood glucose event with a blood glucose of 41 mg/dl. Customer was given glucose fluids and tablets after the ambulance arrived. Customer's current blood glucose was 46 mg/dl. Customer had been experiencing low blood glucose once a day. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.